Event description:
Device malfunction: stent dislodged from balloon. Time of malfunction: during procedure. Symptoms/ae: partial stent coverage, small balloon used to expand stent, dilatation required to treat lesion. It was reported that during an interventional renal stenting procedure, the herculink elite stent delivery system (sds) did not cross the lesion despite pre-dilatation. Force was applied to advance the sds resulting in stent dislodgement. The sds was removed and a coronary balloon was advanced to deploy the stent; however, the stent did not cover the entire lesion and add'l dilatation to the ostium was required. Though requested no add'l info was provided.

Manufacturer narrative:
The stent remains in the pt and the delivery catheter was not returned for investigation; therefore, device analysis could not be performed. The instructions for use (IFU) states that "should unusual resistance be felt at any time during stricture access or delivery system removal, the introducer sheath/guiding catheter and stent system should be removed as a single unit. Applying excessive force to the stent delivery system can potentially result in loss or damage to the stent and delivery system components." Engineering also reviewed the reliability engineering destructive testing which showed that the stent retention testing far exceeded the product specification. This incident does not appear to be a mfg issue. The lot number was provided. Review of the device history record for this lot identified no non-conformities.